Event description:
The account alleged that fluid had penetrated through the mattress ticking to the fire blanket. No injury reported.

Manufacturer narrative:
The account replaced the fire blanket and mattress ticking to resolve the issue.